Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to constipation and change in caregiver. The peritonitis was manifested by cloudy pd effluent, abdominal pain and constipation. There was no report of hospitalization. The same day as event diagnosis, the patient was treated with tobramycin injection (40mg, once daily, at bedtime, intraperitoneal, ongoing), vancomycin injection (2g, every 5th day, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, at bedtime, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from all the events. Pd therapy is ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.